Event description:
A hospital in (B)(6) reported that the inspiratory heater wire of an rt205 adult inspiratory heated breathing circuit was open circuit, causing an mr850 respiratory humidifier to alarm after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). G5 510(k) - the rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint device has not been returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events, further information obtained and our knowledge of the product. The hospital has further indicated that a hospital medical engineer has determined that the inspiratory heater wire was open circuit. No lot check could be performed as no lot number was provided. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).